Event description:
End user states "he had prostate surgery for his bph about 2 yrs ago - caths 4 x a day." He said he "prefers hydrophilic lubrication but was sent the ultram16c instead from supplier and just has been using that product up until now." He said he is finishing up his last 2 boxes he has of those ultra now before switching back his full orders to a hydrophilic catheter. He mentions that "occasionally" very "sporadically" in the past during his use of the ultram16c, he reports finding a few that "it seemed like they had a barb on the end" of them at the tip. He states he "believed some possibly weren't polished well at the tips. He is aware of proper insertion of a coude tip and places them in correctly. He denies ever feeling with his hands after use / seeing this suspected "barb" on the catheter tip as he never did did try to inspect them after - he would always discard them. It was only ever felt during use inside urethra. He said the discomfort was only felt using ones with this suspected defect and it "wasn't earth shattering" and had no lasting harm from them. He said he thinks he felt that discomfort the "entire length" of his urethra with use with or "maybe just a portion of it", he wasn't sure and couldn't remember any other specifics. He is finishing up his last 2 boxes of ultram16c he has but said he has none with the defect of unpolished tips/ suspected "barb" he has found or used recently."

Manufacturer narrative:
D2a: common device name: ultra male 16in coude tip. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092 . Manufacturing site: 3005471919.